Manufacturer narrative:
Analysis confirmed the reported broken connector. It was also found that an upper case boss and the hanger assembly were broken. There was a frame screw stuck in the boss of the upper case. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial port. The epg has been returned for repair and calibration. No patient complications have been reported as a result of this event.